Manufacturer narrative:
(B)(4)

Event description:
According to the reporter, the patient had to undergo reoperation due to a perforated bowel.

Manufacturer narrative:
Manufacturer reference number: (B)(4). Additional information: additional investigation identified that this event was submitted under the incorrect manufacturing location. Medwatch report # 2647580-2016-00945 is being submitted for this event under the correct manufacture site. Please reference 2647580-2016-00945 for all event information.